Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited right ventricular (rv) pace impedance measurements of less than 200 ohms, noise and oversensing. It was noted that the oversensing lead to previous inappropriate device therapy. The patient underwent a surgical procedure in which tachy therapy was disabled on the device and is being used for pacing purposes only. The patient also received a concomitant subcutaneous implantable cardioverter defibrillator system. The patient was not pacemaker dependent at this time. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. If additional information is received, a supplemental report will be filed at that time.